Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had 3 months remaining 5 months post implant. A request was made to have data from this device analyzed. Data analysis confirmed the power increased significantly. The device data is consistent with a malfunction; however, the cause cannot be determined from the data. This ICD was explanted due to premature battery depletion (pbd) and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had 3 months remaining 5 months post implant. A request was made to have data from this device analyzed. Data analysis confirmed the power increased significantly. The device data is consistent with a malfunction; however, the cause cannot be determined from the data. This ICD was explanted due to premature battery depletion (pbd) and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition which is consistent with premature battery depletion. Electrical testing and analysis were then conducted, however, root cause could not be determined because although the infrared camera did not show a hot spot on the monolithic microwave integrated circuit (mmic). The examination of the mmic found no clear emissions.